Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
The returned lead and the ICD were both thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. On the is-1 connector pin of the implanted lead, a screw impression was detected right before the connector of the ring electrode. This showed that the pin had not been completely inserted into the header of the ICD and that the header screw had been mainly tightened on the silicone insulation around the conductor to the tip electrode. It can therefore be assumed that the resulting damage to the insulation is the cause for the clinical observation. This is consistent with the electrical impedance measurement values, as well as with the interference signals noted in the iegms of the ICD. A test performed during the analysis showed that the is-1 pin could be inserted and tightened in a header of a lumax 540 hf-t without problems. In addition, the dimensions of the connector were within the technical specifications. No indications of material defects or manufacturing errors were found for either the lead or the ICD.

Event description:
Ous MDR - after an implantation time of about 13 months, oversensing with inappropriate shocks was reported. No deterioration of the pt's state of health was reported. The lead and the ICD were explanted.